Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash underneath the lifevest electrodes. The patient's physician advised the patient to clean the lifevest sensors with alcohol. The patient reported that the rash improved.